Event description:
The customer reported that the stitching between the zipper on the side panel has become unsown. There was no patient injury reported.

Manufacturer narrative:
(B) (4) - stitching is unsown. Evaluation of the returned product shows that the large window b slider body is open. Front side a top ridge has a 1 inch hole. Front side a drainage port at the start and end has a 1 inch tear. Large window b slider body is open. Small window d is missing. (B) (4).